Event description:
Allergan aesthetics received a medwatch report from FDA (mw5163612).the report indicated that a patient received a coolsculpting elite system treatment in 2021 and 2022. On (B)(6) 2021 the patient indicated the presence of paradoxical hyperplasia (ph) to the flanks and anterior abdomen. Within FDA (mw5163612), the patient indicated pain (abdominal), distress, dizziness, and deformity. Per abbvie medical report, these conditions are low in severity and the patient suffer physical deformities are consistent with the paradoxical hyperplasia (ph).the low severity codes are not reportable and paradoxical hyperplasia (ph) is reportable.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. FDA medwatch report mw5163612.